Manufacturer narrative:
A review of the device history record was not performed due to the lot number not being provided; however, a product history search was performed and found no similar complaint against the upn number. A ship history was performed and found that lot numbers 9447299, 9451453, and 9436640 were the last three lots sent to this customer. No other complaints were found against lot numbers 9447299, 9451453, and 9436640. A review of the device history record was performed for lots 9447299, 9451453, and 9436640 which revealed one anomaly for lot 9447299 for a material review report issue that was not related to the complaint. The 02/07 rolling 15 month complaint trending chart was reviewed and it was determined that the product family does not exhibit an adverse trend nor exceeds a number of complaints that would warrant further action at this time. The complainant has indicated that the device has been discarded; therefore, we are unable to conduct an evaluation and a root cause cannot be identified for the report event.

Event description:
Note: date of event is unknown (report to have occurred on an unknown date in 2006 or 2007). The complainant has reported that a male pt, underwent a diagnostic endoscopic retrograde cholangiopancreatography procedure which involved the use of a bsc biliary cytology brush. It was reported that during the procedure, a piece of metal fell off inside the pt while brushing the pancreas. The physician elected to "retrieve the piece with a balloon". The procedure was successfully completed at that time and the pt sustained no injury as a result of the reported event.